Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. It was also reported that the patient was administered with IV antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on april 12, 2023.

Manufacturer narrative:
This report is submitted on march 23, 2023.

Event description:
Per the clinic, it was reported that the electrode array had extruded into the external auditory canal. Additional information has been requested but it has not been made available as of the date of this report.